Event description:
It was reported that the user stated on social media that the pump was delivering too much insulin when blood glucose was elevated, and no specific device component was identified. Symptoms included insufficient information to characterize clinical effects. Outcomes included either no health consequences or impact or insufficient information to determine impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.